Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75 serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) flipped over in (B)(6) 2010. There were no patient symptoms reported. Medical history includes headache and occipital neuralgia.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that regarding the flipped ins that the doctor thought it perhaps flipped within the first week of implant, so it was flipped back by the doctor in 2010.